Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported having a little problem and may be going in for surgery. Attempts to obtain additional pertinent information were unsuccessful. Up to date, this crt-d still remains in service. No adverse patient effects were reported.